Manufacturer narrative:
Despite multiple requests, this pacemaker was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis.

Event description:
Boston scientific received information that this pacemaker was exhibiting loss of capture on the right ventricular (rv) channel causing the patient to experience dizzy spells. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.